Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician verified the vent inop upon power on of the ventilator for evaluation. The service technician confirmed a diagnostic code in the ventilator log history that indicated a ventilator restart had occurred with a vent inop occurrence. The service technician completed performance verification testing of the unit and all tests passed to operating specifications. The ventilator was returned to factory for investigation.

Manufacturer narrative:
Na